Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12164. During post operative programming the pt reported pain and burning sensation on the top of her right foot. The pt's pain pattern is bilateral back and lower extremities. The pt does report good pain coverage for her normal pain pattern. Reportedly, the physician found the right lead to be intrathecal during the surgery but he was able to move the right lead posterior successfully. The physician attributes this new pain sensation to an irritated nerve root.